Manufacturer narrative:
The recipient's ear is reportedly healing from a recent infection.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a middle ear infection which has been resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced drainage and swelling at the implant site. The recipient was hospitalized (B)(6) 2016. The recipient was prescribed amoxicillin/clavulanic for four weeks. The recipient continues to be monitored.